Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient was deceased no further information given. No evidence of adverse event related to v-go. No device returned for investigation.

Event description:
Daughter of diabetic type 2 patient called into valeritas customer care to inform tell us not to call as the patient was deceased no further information given. No evidence of adverse event related to v-go.